Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). The lot number of the affected part was not provided by the customer. Customer confirms issue is with transducer, not natus evd product. Risk review: per (B)(4) rev 08 risk analysis spreadsheet - eds 3 external drainage system hazard ID 4.35 stopcock luer lock do not mate to form seal with connector harm (effects): delay in patient treatment residual risk: medium the hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso 80369-7 luer reference fittings. Further investigation to be carried out.

Event description:
Part nt821731c - customer stated "we have a port that spins and does not connect tightly." Pictures were provided. Customer states it "does not make a tight seal and popped off earlier when the transducer was lightly bumped." On the (B)(6) 2024 - there was also reports of similar concerns with the transducer connection and concerns with the length of the tubing. No injuries reported.

Manufacturer narrative:
Follow up report (B)(4) ref to natus complaint # (B)(4). The customer did not report the lot number of the device and the product was not returned. Unable to perform the device history review. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "lnteg-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the root cause of the complaint could not be determined as the customer did not return the device for evaluation or provide any further information regarding the incident. The photographs that were provided could not assist in determining the issue. Failure confirmed:no. Investigation result code: san diego/eds products/no return of device for evaluation.

Event description:
Part nt821731c - customer stated, "we have a port that spins and does not connect tightly.". Pictures were provided. Customer states it "does not make a tight seal and popped off earlier when the transducer was lightly bumped.". On the (B)(6) 2024 - there was also reports of similar concerns with the transducer connection and concerns with the length of the tubing. No injuries reported.